Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 22 apr 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the second of two reports. Refer to 2026095-2020-00060 for the first report. Fill volume: 95ml. Flow rate: 2ml/hr. Procedure: 5fu. Cathplace: unknown. Infusion start time: unknown. Infusion stop time: unknown. It was reported that the pump of 5fu ran empty after a day instead of the expected 48 hours. The patient has alleged she keeps the pump in a safe spot next to her at night and does not sleep on it. There was no injury to the patient.

Manufacturer narrative:
The device history record for lot 0203018613 was reviewed and the product was produced according to product specifications. All information reasonably known as of 21 may 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received from the pharmacist on 8 may 2020, the pump was actually not empty, and that the patient had not reported the incident correctly to the pharmacist originally. Per additional information received from the pharmacist on 12 may 2020, the pharmacist still confirms that there were two fast flow incidents.